Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was stated that the patient did not receive any low alarms on his pump or phone, as the cgm reading did not show a low value. During the event the cgm reading would have been between 4.0 and 8.0 mmol/l. On (B)(6) 2023, the patient was at school. It is not known who was with the patient, but the patient lost consciousness with seizures, and an ambulance was called. When the paramedics arrived, the patient was treated with a glucagon injection, after which the patient regained consciousness. When the paramedics arrived a fingerstick was performed but there was a discrepancy in the reported cgm and blood value readings. The cgm was reading 4.0 mmol/l and the blood glucose reading was 2.0 mmol/l according to the doctor, and the cgm was reading 8.2 mmol/l and the blood glucose reading was 2.7 mmol/l according to the mother. The patient was later brought to the emergency room by his mother and stayed a few hours for observation, but no additional treatment was needed. At the time of the report the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.